Event description:
The vitrectomy function of this unit failed during a vitrectomy procedure. Another unit was brought in to successfully complete the procedure which was delayed approximately 15 minutes.